Event description:
While reviewing patient's programming history it was noticed that the appointment following implant surgery that the patient came in at unintentional settings. The settings were corrected at that appointment. The unintentional settings were the result of an incomplete diagnostics.

Manufacturer narrative:
Analysis of programming history.